Event description:
It was reported that an unspecified malfunction alarm occurred which resulted in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 477 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.